Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the apical cuff had an end date of (B)(6) 2024, indicating that the pump was explanted.

Event description:
It was later reported that the explant was not related to a device or therapy related issue and was due to the patient being transplanted. It was also said that the device operated as expected and would not be returned for evaluation. Additionally, it was reported that the transplant was routine.

Manufacturer narrative:
Section e1; reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.